Manufacturer narrative:
This product was returned for analysis. Upon analysis, this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated at routine follow-up. Attempts to interrogate using an alternate programmer as well as a attempts to elicit a magnet response were unsuccessful; device replacement was recommended. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened, and the battery was removed and sent for detailed analysis. Analysis of the battery suggests self-discharging, possibly due to an internal short however there were no physical indications of shorting. There were no other signs of damage of the internal components. Although analysis confirmed that the clinical observations were due to a depleted battery, the root cause of the battery depletion is unknown.